Event description:
N/a.

Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was received with the lock having slight rotational and lateral movement and a residue buildup was present. This would not have caused a slippage. Upon disassembly, repair noted the index knob and the lock needed new components added to replace worn internal parts. Unit needs to be machined to have heli-coils added to the large starburst threads. The set screw in the swivel base was tight. Evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the patient slipped while in mayfield pins headrest of the mayfield modified skull clamp (a1059) causing a minor laceration requiring five (5) staples. Additional information received indicated that the patient underwent a c3,c4, and c5 decompressive cervical laminectomy. Patient sustained a laceration to left side of the head requiring staples. The device was removed after the laceration occurred and a replacement was obtained. The patient was instructed to follow up for scheduled post-operative visit and staples will be removed. No complaints from patient after sustaining the laceration. No information was provided on surgical delay.